Event description:
It was reported that the zimmer skin graft mesher was allegedly very stiff and causing shoulder pain to a staff member. Additional clinical follow up with the hospital indicated that the user of the device had made an appointment with the occupational health department to be evaluated for joint pain which is believed to have been the result of using the zimmer skin graft mesher. The customer stated "the zimmer skin graft meshers they are using are very old but not replaced due to budget resources."

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 18 years old and has been returned for repair previously on (B)(6) 2011, for service displaying a bent comb. Customer's event of the staff experiencing a shoulder injury could not be verified. The ratchet worked properly, easily attached to the unit and presented the normal amount of effort needed for the user to obtain a test graft. Conclusion was determined from observations of the unit and the device having one repair in 18 years. The customer used a unit that was out of calibration with multiple damaged components. The device was serviced and returned to the customer.